Manufacturer narrative:
No trend by product or reason code was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On (B)(6) 2021, after use of the product, the patient experienced abdominal pain and a very unusual abnormal odor from her vagina. The patient "cleaned herself out" and found a tampon that had been inside of her since possibly as long as (B)(6) 2021. The patient was seen at the ER (emergency room) where they diagnosed her with a vaginal infection. She was given an unspecified antibiotic injection as well as an unspecified antibiotic prescription. She was instructed to go back if she showed any symptoms of tss (toxic shock syndrome). As of (B)(6) 2021, the outcomes of the vaginal infection, abdominal pain, and unusual abnormal odor from her vagina were ongoing. Despite multiple attempts at follow up, no further information could be obtained.